Event description:
Medtronic received information from a literature article regarding survival and predictors of re-operation following bioprosthetic aortic valve replacement in young adults with congenital heart disease. All data was retrospectively collected from eight centers between january 2000 and december 2014. The overall study population included 314 patients. Implanted valve types included: carpentier-edwards perimount, magna, and magna ease; sorin mitroflow; st. Jude epic and biocor; and other (mixed valve types). Of the 42 patients in the other group (predominantly male, mean age 37.1 years), two were implanted with a medtronic mosaic bioprosthetic aortic valve. No unique device identifier numbers were provided. The authors noted a median follow-up time of 4.4 years (range, 1.1 to 10.2 years) for the other group. In the other group, 13 deaths occurred during follow-up. No statement was made suggesting a causal or contributory relationship between mosaic and the deaths. In the other group, pre-discharge echocardiography detected the following post-operative adverse events: aortic stenosis, mild to severe aortic regurgitation, paravalvular leak, mild to severe left ventricular dysfunction, and mild to severe right ventricular dysfunction. During follow-up, 10 patients required reintervention (open surgical aortic valve replacement). Reasons for reintervention: aortic stenosis (3 cases) or aortic insufficiency (7 cases). Mosaic may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: fuller sm, et al. Mortality and reoperation risk after bioprosthetic aortic valve replacement in young adults with congenital heart disease. Semin thorac cardiovasc surg. 2021 winter;33(4):1081-1092. Doi: 10.1053/j.semtcvs.2021.06.020. Epub 2021 jun 24. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.